Manufacturer narrative:
Analysis: the device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Conclusion: reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions.

Manufacturer narrative:
Medtronic received additional information from this patient's physician that prior to the replacement procedure, the patient presented with dyspnea, and the mean gradients across the native valve were measured at 9 mmhg. No other adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that from this patient that approximately eight years, seven months post implant of this annuloplasty ring in the mitral position, the device was explanted and replaced. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.